Manufacturer narrative:
A vyaire medical field service representative went on-site to evaluate the customer's reported issue of a "volume calibration' problem. The fsr was able to duplicate the reported issue. The fsr found a broken connector on the analyzer where the patient cable connects and replaced it. Performed pm according to manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported the issue occurs on start-up and the error will not clear. The customer reported there is no patient involvement associated with the event.